Event description:
It was reported that a spectrum iq infusion pump's 3rd row of buttons were not working. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, '3rd row of buttons not working' was not reproduced, however the keys were found intermittently working. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be keys were intermittently working. Keypad requires replacement to correct the reported issue. Should additional relevant information become available, a supplemental report will be submitted.